Manufacturer narrative:
Corrected information: device expiration date; device manufacturing date.

Event description:
As reported by our european affiliate, the edwards implant patient registry reported that 49 days after the implant of a 26mm sapien xt valve, the patient received a 26mm sapien xt valve. During a tavr procedure, a 26mm sapien xt valve was deployed slightly too aortic, resulting in mild to moderate paravalvular leak (pvl). Post valve replacement, the patient continued to show symptoms of aortic regurgitation (ar). A second valve was implanted to correct the pvl.

Manufacturer narrative:
Corrected information: description of event or problem, narrative text. Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the initial valve was positioned too low resulting in pvl. The cause of the too ventricular deployment of the valve cannot be determined. It is possible that patient factors (calcified native valve leaflets) may have contributed to the event. The pvl was corrected with a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our european affiliate, the edwards implant patient registry reported that 49 days after the implant of a 26mm sapien xt valve, the patient received a 26mm sapien xt valve. During a tavr procedure, a 26mm sapien xt valve was deployed slightly too ventricular, resulting in mild to moderate paravalvular leak (pvl). Post valve replacement, the patient continued to show symptoms of aortic regurgitation (ar). A second valve was implanted to correct the pvl. The patient¿s native annular measurement was 5.1cm2. Calcified aortic valve cusps (leaflets) were reported. It was perceived that the valve was ¿a little bit on the ventricular side and slightly low in position¿, resulting in pvl.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, it was perceived that the initial valve was positioned too high. Despite numerous requests, no additional information has been provided. Therefore the cause of the too aortic placement of the valve and subsequent pvl is unknown. The pvl was corrected with a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.